Event description:
Customer reported a barcode misread at position a12 when running ot htlv I/ii elisa using ortho summit. Instrument read the position a11 barcode for position a12 then indicated that position a12 was not required for testing. Cts reviewed the instrument software file and did not find an indication that the scanner was in the wrong position. No error message was generated. An fse was dispatched and he was unable to duplicate the occurrence. Fse replaced the ribbon cable and the lld springs. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.